Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge detection messages occurred when the user attempted to load a cartridge. The user loaded a new cartridge successfully. The user's blood glucose level was 105 mg/dl.